Event description:
Event description guidant received information that this ventricular lead became dislodged. During the revision procedure, the helix mechanism on the lead was unable to extend or retract. The lead was explanted and successfully replaced with another model.